Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer also reports a motor error alarm. The patient's blood glucose level was unknown at the time of the call. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer did not have a back-up plan. The customer stated that they will try inserting new batteries. The customer stated that they may lose cell phone reception. The customer did not return the product back for analysis.